Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged unresponsive keypad, pump error 29, and frozen screen found on 02-apr-2021. Unable to perform displacement test and self test due to unresponsive keypad. Successfully downloaded history files and traces using thus. Stuck key alert found in history on 04/03/2021 at time 10:57:29.000. Verified the pump alarmed pump error 29 in pump downloaded history twice on 04/03/2021 at time 10:23:16.000 and 04/03/2021 at time 10:54:28.000. Keypad overlay was peeled and moisture damage was not found on the keypad traces. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector and j1 on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, label damage, and corroded battery tube. Unresponsive keypad confirmed due to moisture damage on the keypad flex connector and j1 on pcba 1. Frozen screen not confirmed. Pump error 29 confirmed due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display with pump error of unexpected hardware reset occurred. Customer stated that buttons were unresponsive and customer were not able to clear the pump errors, power loss alarm, and program pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.